Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Manufacturer narrative:
H3 (device evaluated by manufacturer?) Has been updated. The pi was completed with physical product returned. Data review: console logs did not contain any data relevant to this complaint. Unrelated to the complaint, signs of microsd card corruption were observed during analysis of the u-boot logs of rl06563. Device analysis: console was tested after arriving in field service. There was no trace of ¿unknown liquid¿ around the purge assembly or inside the aic. During inspection of the console it was observed that both leds on the rlm would not stop blinking (unrelated to the complaint). Rlm issue resolved after replacing the rlm backstrap cable and microsd card. Conclusion: the cause of the reported unknown liquid flowing behind the purge cassette could not be determined but was likely related to the purge cassette. The observed rlm issue was due to corruption of the microsd card.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had a console swapped due to a reported "damage" in which there was unknown liquid flows out behind the purge cassette. The console was replaced without any harm or injury noted.

Manufacturer narrative:
The product investigation was completed on 22-oct-2026. Data review: console logs did not contain any data relevant to this complaint. Unrelated to the complaint, signs of microsd card corruption were observed during analysis of the u-boot logs of rl06563. Device analysis: console was tested after arriving in field service. There was no trace of ¿unknown liquid¿ around the purge assembly or inside the aic. During inspection of the console it was observed that both leds on the rlm would not stop blinking (unrelated to the complaint). Rlm issue resolved after replacing the rlm backstrap cable and microsd card. Conclusion: the cause of the reported unknown liquid flowing behind the purge cassette could not be determined but was likely related to the purge cassette. (See (B)(4) in ecm for purge cassette investigation details). The observed rlm issue was due to corruption of the microsd card. Repair: before sending this console back to the customer, field service was instructed the following: replace som microsd card [2000-0017]. Replace the rlm backstrap cable [0042-2751] as a precaution. Perform sections 10-12 and 24 of pm procedure [0042-7309]. Perform a full functional check on the console and optical system [0042-7316]. Coding updates: as a result of these findings, the h6 medical device problem code for fluid leak a050401 has been added to this report.